Event description:
Acct reports that they were unable to remove the injection site from the end of the PICC line. States that they finally removed a portion of it, but a piece of it remained on the end of the PICC line. Acct states that the PICC lines was a 5.0 french catheter. States that the pt had to go to angiography and be sedated and have a new PICC line inserted. No serious injury to the pt occurred due to the incident.